Manufacturer narrative:
The customer used two microtips, both of which failed with the "fluid path blocked" error message. After attempts to get the second microtip to work the doctor opted to use the microtip to perform a straight needle tenotomy. The lot number(s) of the microtips were disposed of at the same time as the device. This MDR is being filed for the failure of the microtips resulting in a change of modality from ultrasonic aspiration to needling. The failure code "fluid path blocked" means that there is a blockage in the flow of saline through the tubing to the microtip. This error message occurs during the priming cycle. Per the complaint reporter, this occurred 15 seconds into the use of the initial microtip, which is not functionally possible by the design of the system. The second microtip would not prime and activated the "fluid path blocked" error message. It is probable that either the saline bag ran out of saline or the inflation cuff had been unplugged from the console and did not inflate during the priming of the second microtip. Either of these would have resulted in the reported failure. The cause of the reported failure is unknown. The customer disposed of the device.

Event description:
Per the complaint, the doctor was working on a bilateral case and started with the left foot. Fifteen seconds into the procedure error code "fluid path blocked" activated on the console. A second microtip was opened and the device would not prime. The "fluid path blocked" error activated on the console. Numerous attempts were made to troubleshoot. The doctor opted to use the microtip to perform a straight needle tenotomy. There was no complication or injury caused to the patient by the failure.